Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted without any specific allegation or indication of any device issues. No additional adverse patient effects were reported. No further information is available from the field.